Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a left sided atrial flutter (l-afl) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the end of the procedure while doing post-procedure pacing, the patient became hypotensive and cardiac tamponade was confirmed by transthoracic ultrasound. Pericardiocentesis was performed to remove 750 cc of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. It is unknown if extended hospitalization was required as a result of the event. Physician¿s causal opinion was not provided. Transseptal puncture was performed during the case with an unknown transseptal puncture. Normal thermocool® smart touch® sf uni-directional navigation catheter settings were used with the thermocool® smart touch® sf uni-directional navigation catheter. The force visualization features used were force vector and dashboard. Time was used as visitag color bar. A soundstar catheter was inside the patient¿s body at the time of the adverse event; however, no biosense webster, inc. Product malfunctions were reported. Since the event was discovered after ablation, the event will be coded and reported under the biosense webster, inc. Ablation catheter (thermocool® smart touch® sf uni-directional navigation catheter).